Event description:
The customer reported bleeding during deployment, unable to obtain good occlusive pressure. Vasoseal deployment was successful. Pt complained of pain in the right groin. Pulses remained 3+ throughout recovery. Pt discharged 2/13. Returned to doctors office in medical center on 2/15/99 with severe leg pain. No pulse present. Ultrasound revealed no flow. Pt was taken to or for exploratory surgery which revealed small vessels. Common femoral revealed fibrous clot. Pathology report revealed it was a collagen plug. Pt stable. No further complications reported.